Manufacturer narrative:
A visual inspection identified major wear and tear including heavy overall corrosion. The cable connector pins were corroded and the cable retention ring was missing and wear of the cable was observed. The base plate was warped. A functional test revealed the coag switch pedal is not functioning with a known good unit. This confirms the complaint of not working. The complaint investigation has concluded that this unit has succumbed to corrosion.

Event description:
It was reported the vulcan footswitch stopped working. No smith & nephew back up device available. Competitive device utilized to complete the procedure. No patient injury or complications were reported.